Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the home choice (hc) display during prime, the home patient (hp) revealed that she had changed out a bag of solution (only). The technical services representative (tsr) explained that the set up was possibly compromised and advised the hp to not change out bags (only). The tsr further advised the hp to contact the nurse, and to call baxter when the alarms occur for troubleshooting assistance. There was patient involvement. No patient injury or medical intervention was reported. During a follow up with the hp, it was revealed that the issue was resolved, and that she is doing fine and continuing therapy. The hp stated that she is now aware that she has to start over using all new supplies when staring over. The hp has discussed the issue with her nurse. No patient injury or medical intervention was indicated. No further information was provided.